Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the healthcare professional indicated implantable cardioverter defibrillator (ICD) unexpected longevity, not satisfied with the longevity of the device. The ICD remains in use, and explant is planned. Information indicates that the ICD was explanted after the use before date (ubd) no patient complications have been reported as a result of this event.